Manufacturer narrative:
Concomitant medical products: 429888, lead, implant date: (B)(6) 2015, dtba2q1, crtd, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing was noted on the right atrial (ra) lead during arrhythmia episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.